Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia for approximately twenty hours while using the ilet system, with a capillary fingerstick reading reported as ¿high¿; the user identified a kinked teflon infusion set and changed the site with insulin delivery resumed, but subsequently remained hyperglycemic and was advised to check ketones, change the site again, or revert to alternate therapy per their ketone action plan. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education. Investigation included user interview and guided troubleshooting focused on infusion site and set function. Investigation of this case revealed an infusion set kink at the site, with ongoing hyperglycemia after set change and no device alerts or alarms reported, leaving the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction and potential infusion set or user handling factors.